Manufacturer narrative:
A service engineer (se) inspected the device and found that the unit generated an associated error code. To resolve the issue, the se completed self-testing. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during transport of a patient, the 840 ventilator generated an audible alarm and went into a safety valve open condition. The patient was placed on an alternate ventilator without harm.